Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report additional information was provided: it was reported that suture placement was attempted in the right common femoral artery using a proglide device via an 18f sheath using the pre-close technique prior to a transluminal aortic valve implantation (tavi) procedure. After the proglide suture was not harvested, the sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device relative to a transluminal aortic valve implantation (tavi) procedure. Reportedly, the proglide suture was not harvested; it was not present at the needle. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.